Manufacturer narrative:
Address: (B)(6). Postal code: (B)(6). Alternate phone numbers: (B)(6). Email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "seroma-late."

Event description:
Healthcare professional reported left side "seroma-late." The device remains implanted.